Event description:
The customer reported the system joystick was non functional during boot up. When the motorized movements are completely down, the cranial and caudal movements are not available. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.